Event description:
It was reported by service report that the footboard was not working which caused the scale and bed exit features to be unavailable. The customer could not determine if there was pt involvement; however, no adverse consequences were reported.

Manufacturer narrative:
Result: debris in the connector.